Event description:
It was reported that during a stent procedure in a tight sfa (off label use), the stent was successfully deployed. Upon removal of the stent delivery system (sds), the cable broke off in the pt. A snare device was used to remove the cable from the pt. Reportedly, there was no pt injury.